Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2014. Patient reset the receiver and it did not resolve the issue. Distributor did not report any injury or medical intervention.